Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found obstruction in tubing at pinch valve pv44. He removed the obstruction at pv44 tubing and the instrument ran without any leaks. He also found a defective solenoid 57. He replaced solenoid 57 which addressed the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of more than 1 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.